Manufacturer narrative:
Per the user guide: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (alarm 5) during basal delivery. Customer reported to have refilled cartridge. Customer successfully loaded another cartridge. Customer also reported rapid depletion of the battery charge and pump shutdown. Customer could not recall if blood glucose was impacted, but reported to be "within range". Pump data was reviewed and multiple activities were observed that would impact battery life. Although multiple attempts were made to contact customer regarding data review, customer did not reply to confirm agreement with data findings.